Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a controller internal fault alarm was confirmed via the submitted log file. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted (B)(4) for review that showed events spanning approximately 3 days (on (B)(6) 2024 per timestamp). On (B)(6) 2024 from 09:40:11 ¿ 09:40:17 controller internal fault alarms associated with a vs a low fault and vs b low fault became active; these faults will activate when the controller motor voltage va_s and vb_s are between the ranges of 1v ¿ 13.4v, and when there is a detection in over voltage. Pump operation was not affected during these events. There were no other notable alarms active in the log file. Multiple good faith efforts were sent asking if the system controller was exchanged and if so, would the product be returned. To date, no response has been provided. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate 3 patient handbook, rev. D section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use, rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the controller fault alarms, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were obtained prior to the patient being discharged from the hospital and the healthcare team noted several replace system controller alarms. Log file review captured several controller internal fault alarms which appeared to have self-corrected and were cleared in the log file. It was suggested to replace the controller as a precaution.